Event description:
This is a report of peritonitis and constipation in a patient coincident with extraneal therapy for peritoneal dialysis (pd). Extraneal therapy was ongoing. The patient was constipated which caused peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection (inj). Reflin (1gm, once in a day, and route not reported) and inj. Fortum (1gm, once in a day, route not reported) for peritonitis. The patient was recovering from this peritonitis event,

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information becomes available, a follow-up report will be submitted.